Event description:
Pt had lasik performed. The ophthalmolgist who performed the surgery did not properly advise pt of all potential complications prior to the surgery. Pt did sign a consent, but none of the symptoms that pt is experiencing were on the form. These side effects are double vision, glare (holes) and severe ghosting. Since the operation, the post operative care has been less than desirable. No testing equipment available to help diagnose the problems and limited follow-up.